Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735786r, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: 9735736, software version: 2.1.0. H6) the system was serviced in the field and hardware parts were replaced to resolve the issue. Codes b01, c07, and d02 are applicable. H3, h6) the product ID: 9735786r, serial/lot #: (B)(6) was returned on 2024-03-20 and analysis did not confirm the reported event. The computer was fully functional and no problems were found. Codes b01, c19, and d14 are applicable. H6) software data was received and analysis confirmed the reported event. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site experienced an error 64. This was the fourth occurrence. There was no impact on the patient's outcome. Additional information received from a manufacturer representative indicated that there was no surgical delay to the case.